Event description:
On (B)(6) 2025, the user experienced significant hypoglycemia after being disconnected from their ilet pump for approximately 2 hours during a period of intense physical activity. The user forgot to pause insulin delivery during this time. Upon returning home, they reconnected the pump and made a typical meal announcement with usual carbohydrate intake. Shortly afterward, the user experienced severe hypoglycemia, lost consciousness at urgent care, and was administered glucagon.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.